Manufacturer narrative:
Additional information was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. Additional suspect medical device components involved in the event: model #: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead, model #: sc-4316, lot #: 17890627, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was having battery site discomfort. The patient will undergo an explant procedure. No device malfunction was suspected.

Event description:
A report was received that the patient was having battery site discomfort. The patient will undergo an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was having battery site discomfort. The patient will undergo an explant procedure. No device malfunction was suspected.